Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise which caused a secure sense alert. The noise was reproducible through isometrics when reaching across the body. Programming changes were made to turn the alert off. Patient condition was not provided.